Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the sz 7 rp articulation surface spring was broken.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information provided: "it was reported that the sz 7 rp articulation surface spring was broken. Please ship new one to the hospital". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found both springs deformed and the overall device surface with signs of usage. However, no sign of breakage nor other anomaly was identified on its surface. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk of failure. Although no signs of breakage could be observed on the device springs, the reported allegation can be confirmed as a deformation can lead to a breakage or failure of these, as well as contributing the device to not function as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the attune rp cr artic surf sz7 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: d4 (primary UDI number), h3 the expiration date (12/31/2099) in the previous medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d4 (lot, expiration date), d9, h4. Corrected: h3. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.